Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: material no.: 381434 batch no.: unknown. It was reported the needle did not retract. Verbatim: nurse was starting IV and the needle did not retract.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one 22ga insyte autoguard needle-barrel assembly and a needle cover. The needle was received partially retracted inside the safety barrel. Through the visual/microscopic examination damage was observed on the grip within the unit. The protruding damage on the grip appeared to prevent the hub from fully retracting. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment of the gripper machine. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: material no.: 381434 batch no.: unknown. It was reported the needle did not retract. Verbatim: nurse was starting IV and the needle did not retract.